Manufacturer narrative:
Correction: the previously submitted initial medwatch should have referenced medsun # (B)(4) in section h10. This reference number has been included on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and implant site fluid collection. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA¿s medsun program report (B)(4) that a 78-year-old caucasian female patient underwent a breast reconstruction with two 475cc mentor saline smooth round breast prostheses and experienced bilateral capsular contracture (baker grade unknown) post-operatively. It was also reported that the left side had ¿brown liquid¿, and the right side had a ¿fungal looking ball¿ inside the implant. The patient underwent explantation on (B)(6) 2025. This report is for the left side device.